Event description:
It was reported that the patient experienced repeated episodes of hyperglycemia while using a cleo 90 infusion set. The patient's blood glucose level increased to 383 mg/dl while sleeping. Upon changing the infusion set, a bent cannula was observed. The infusion site, cannula, and tubing were replaced, after which the patient's blood glucose returned to the normal range. There was patient involvement; however, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.